Event description:
The customer reported that the device unexpectedly shutdown, during testing.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown during testing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.